Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system lost patient data and images. There is no report of injury or death associated with the event described in this complaint.